Event description:
During tubal sterilization procedure doctor and problems using fallopian tube clips (lot# 1334). Tried using two different sets and all were defective. The clip would not spring back when applied and one clip came apart and fell into the patient's cavity. The clip was removed without any patient injury. Doctors used a different lot # of clips to finish the procedure. No further complications was noted.

Manufacturer narrative:
Evaluation summary: 4986.09 hulka fallopian tube clip. We received one (1) box, containing seven (7) packages of two (2) clips. There was no apparent damaged noticed upon visual examination. During mechanical evaluation, all clips failed drop jaw testing, meaning the upper jaw of the clip did not pivot freely. See attached copy of evaluation report. Production was advised to be more careful with device assembly. Conclusion: device failure directly contributed to the adverse event.